Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately one month ago. It was reported that at the time of implant, the proximal portion of the bifurcated stent graft was deployed up to the level of the contralateral gate, the contralateral limb was implanted. The physician noted that the ipsilateral limb was going to be too long and would cover the right hypogastric artery. The physician decided to push the deliver system in order to foreshorten the stent graft and that seemed to work at the time and everything looked fine. The patient returned for the 1 month follow up and it was noted that the ipsilateral limb is kinked just above the flow divider; however, the patient was asymptomatic and there was no occlusion. The plan is to balloon this area with a reliant balloon (procedure has not been scheduled yet). No clinical sequelae were reported, and the patient is fine. A review of returned films pre-implant show a 4-5cm saccular aaa. The proximal neck diameter is approximately 20mm proximally, 24 - 25mm distally, and the distal aorta diameter is approximately 17-19mm. The neck contains thrombus and calcification. Post-implant films show that there is a probable kink seen at the origin of the ipsilateral (right) limb, just below the flow divider, which is retained within the distal end of the neck. The ipsilateral limb is compressed nearly flat in this location when seen in transverse CT (measures approx 17mm across both limbs). Immediately below the flow divider (within the aneurysm sac) the ipsilateral limb appears normal (round), and this is no obvious occlusion seen in either limb distal to the kink/compression. The distal iliac limbs extend to just proximal to both hypogastric arteries.

Manufacturer narrative:
Method: film evaluation. Results: inherent risk of procedure (kink). Patient's condition affected effectiveness of device (patient anatomy). Conclusions: device failure/lack of effectiveness related to patient condition (patient anatomy).